Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that at values between 155-170 paces per minute the rapid atrial pacing display was not working and it was attributed to a bad connection between the flex circuit and the connector. It was advised that the generator be scrapped. (B)(4).

Event description:
The external pulse generator was returned as for loaner return and scheduled preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.